Event description:
There was an error code 07 when the catheter was still in the body. (An attempt to enter rf power on mode with a measured temperature outside the range of 31-43 degrees c.) Could not correct. Suspect temperature sensor failure. No harm came to this patient.====================== manufacturer response for blazer ii xp stanard curve/med distal temp ablation catheter, blazer ii xp stanard curve/med distal temp ablation catheter======================awaiting response.